Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose was 35 mg/dl. Customer ate spice drops, circus peanuts to bring up their low blood glucose. Customer declined troubleshoot for low blood glucose. The product was not returned for analysis